Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: june 27, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the lens revealed that it was received cut in half and one haptic was cut. The lens was cleaned and the remaining haptic presented with no issues. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b - explant date: exact date is unknown; customer provided that it was a week after implantation. (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded extended depth of focus intraocular lens (iol) haptic was deformed and had a strange bend after it was implanted; the haptic did not returned to the normal shape. The iol was removed and another lens was implanted in the patient's eye. There was no patient injury reported and no other medical intervention was required. Through follow-up we learned that the iol was explanted from the patient's eye one week after it was implanted. No further information was provided.